Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm on event date. The pt had moderate vessel tortuosity and moderate calcification, and the aortic neck had a 45 degree angle. It is reported that the physician turned the reusable handle six times and met resistance with difficulty in retracting the black ring. The physician moved the device proximally 2cm and turned the handle two more times when a snap was heard and the black ring began to move freely. The stent graft was not deployed. The device was removed from the pt and another 26 long stent graft was successfully deployed. It is reported that the pt is doing fine and there is no additional clinical sequelae reported relative to the event. The stent graft and delivery system was returned to medtronic ave for investigation. The returned goods investigation reveals the stent graft is deployed 6.5mm from the nosecone to the end of the hytrel. The black ring is completely retracted and the hytrel (catheter) is broken 8cm distal to the black ring within the handle. No kinks or bends are noted on the hytrel. There are stretch marks at the end of the hytrel break. Subsequent cuts made into the hytrel demostrate that the runners are paired close together with two sets of pairs of runners touching each other. Based on the information available and the investigation performed, it is not possible to conclude the cause of the difficulty to deploy.